Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device history log was not provided, therefore no review could be performed. The subject device (model agilia sp mc, serial number (B)(6)) was not returned to our laboratory for analysis. However, the suspected defective motor was returned as a spare part for investigation. Upon reception, the subject spare part was submitted to a visual inspection. Nothing was observed. Then, cross-testing of the spare part was performed. It was possible to to turn on the device. As well, a test could be performed in normal conditions, as well as maintenance test 11. Both tests were complaint. Based on available information, the root cause of the reported issue remains unknown (not the motor). To our knowledge no patient consequences have been reported. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.

Event description:
Customer reports the following: "error 01 - motor rotation. A faulty motor was diagnosed on the device. The motor was replaced with a new one. After replacement, the device is functional. Quality control performed." Reporting due to the referenced technical issue; no adverse effects or serious injuries were reported. More information is needed to complete the investigation.